Event description:
Customer reports receiving a false positive result on (B)(6) 2023 using the cue covid19 test for home and over the counter (otc) use (cartridge sn (B)(6) lot 29775c, reader sn (B)(6). A repeat cue covid-19 test performed on the same day provided a negative result. On (B)(6) 2023, customer tested negative with a flowflex and a binaxnow antigen test. Customer reported having a stuffy nose and scratchy throat but no known exposures. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Data analysis suggests cartridge may have produced a false positive result, however, it could not be confirmed and root cause was undetermined.